Event description:
As rn went to hang chemo, attaching chemo secondary line to primary line and turned on plum pump- pump alarmed "proximal occlusion". Had to change out primary tubing. The clave on the primary tubing appeared to be pushed in. Manufacturer response for ICU medical primary tubing, ICU medical primary plum set (per site reporter).